Manufacturer narrative:
A 5f mynx control balloon burst after inflating in the artery. There was no reported patient injury. The product was stored as per labeling and was opened in a sterile field. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynx control balloon burst after inflating in the artery. There was no reported patient injury. The product was stored as per labeling and was opened in a sterile field. It will not be returned for evaluation.